Event description:
The MFR's rep reported the pt's catheter migrated out of the intrathecal space and this is the second time this has occurred. The pt subsequently experienced withdrawal symptoms. The pt denied any repititious movements or physical activities which could atribute to this. The catheter was revised and was reported to have been successful. A follow up report will be sent when add'l info is received.